Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification, related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5144699). The manufacturer received information, that the device ran out of water. Which caused the death of the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted, when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.